Manufacturer narrative:
The product was returned for evaluation and testing. An initial report was received that a cypher sds was associated with shaft kinking near the luer hub. When the product was returned, the product was separated in two parts. The event involved a patient of unknown age, gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in an unknown vessel. No vessel and/or lesion characteristics were provided. It is not known if this lesion was pre-dilated prior to the introduction of a 2.50 x 28mm cypher stent. During the attempted deployment of this stent, the shaft kinked near the luer hub. The sds/stent was retrieved without injury to the patient and the procedure completed with another stent. The product was returned for evaluation with its' associated stent. Visual examination revealed that the product was broken into two pieces near the strain relief. The edges of the break were ovaled to appear to have kinked prior to breaking. The stent was kinked and bent. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. The reported event was confirmed by analysis. Breakages of this nature are usually the result of ductile overload. Force or cycling of the hypotube may result in eventual breakage. The exact source of this force cannot be conclusively determined. Attempts to obtain further information regarding the discrepancy between the reported event and the analysis of the product have been unsuccessful. According to the procedural physician, the kinking may have occurred during either prepping or during attempted deployment of the stent. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, these types of events are often associated with patient, vessel or procedural factors. There is no clear indication that this event was design or manufacturing related. Please note that this is the initial/final report for this product.

Event description:
The report received from the field indicated that during a interventional procedure, the stent delivery system (sds) of the cypher 2.5 x 28 mm stent kinked at the junction of the luer hub. The device was removed and another stent was used to complete the procedure successfully. The physician said that the kink may have occurred during the procedure preparation or while attempting to cross the lesion. There was no reported patient injury. This product problem was determined to be not reportable. The product was returned for inspection and the sds was noted to be broken/fractured at the junction of the shaft with the luer hub. No additional information was available.